Event description:
A malfunction alarm, specifically malfunction code 15, was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue happens again, which the customer understood.